Manufacturer narrative:
Correction d6b: explant date is corrected from (B)(6) 2024 to (B)(6) 2024. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to lead migration. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.